Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The reported event could not be verified without device return. Based on the evaluation, the device malfunction could not be verified for the driver. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review and complaint history review could not be performed for the unknown driver, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. The complaint is related to the functional performance of the product. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot or item number provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title and email address are not provided / unknown.

Event description:
It was reported that the driver damaged the implant hex in tooth site #20 during placement. No impact to patient as another implant was used to complete procedure.